Event description:
It was reported that increased capture threshold was noted. The pace/sense portion was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.